Event description:
It was reported the customer was unable to prime their insulin pump. The customer stated after their reservoir is connected to the insulin pump, a no delivery alarm occurs. The customer's blood glucose was 149 mg/dl. Customer also stated the alarm was resolved by a complete infusion set change. The customer did not want to return their supplies for analysis. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.